Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1-2. On (B)(6) 2025 a transthoracic echocardiogram (tte) prior to discharge confirmed a single leaflet device attachment (slda). The clip detached from posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 3-4. On (B)(6) 2025 a second clip intervention was performed. One clip was implanted to stabilize the first. The final mr grade was 1.